Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that stimulation was painful and uncomfortable when walking and once in a while when sitting. When the patient left they could not feel stimulation until they got home and walked in the door. It shocked the patient until they called the manufacturer representative the next day and they told the patient to turn it down. The change in therapy/symptoms was sudden in nature. The manufacturer representative had told them how to use the patient programmer, but they had just gotten out of surgery and did not remember what to do. After implant surgery stimulation was set at 1.7v. The patient confirmed the therapy was on, was on program #2 at 1.7v, and they decreased the stimulation to 1.6v. The stimulation was comfortable while sitting, standing, and walking. The patient would leave the stimulation on the current settings, will track symptoms, and will follow up with their healthcare provider (hcp) if needed. Stimulation had been at 1.4v ever since. Troubleshooting resolved the reported issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.